Event description:
Report from central supply supervisor indicating that a dept employee complained of coughing and watering eyes when working near the sterrad 100s sterilizer. The employee went to ER and presented with wheezing, runny nose, tiredness and dry cough. Employee was sent home from the ER. Employee reported that work days were worse for these symptoms. They also reported an odor that is strong when handling processed trays and that the odor is worse in decontamination and in the sterrad sterilizer room. Employee first noticed the symptoms in january and does not think they are related to the sterilizer.